Manufacturer narrative:
Product was not returned to ldr medical. No visual and functional evaluation can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the review of the case and the recurrence of this type of event for this implant, the investigation found the cause of this revision is due to pseudarthrosis. The investigation found no evidence to indicate device issue.

Event description:
Easyspine : revision cause of pseudarthrosis. Initial surgery : (B)(6) 2013 in l3-l4. Reason : narrow lumbar canal. Revision surgery due to pseudarthrosis. Screws were removed and replaced by other screws (from another manufacturer). Extension to l2-l5.

Manufacturer narrative:
Additional information was requested, but not received at this time (ref / lot of products, images of surgery). Not returned.

Event description:
Easyspine: revision cause of pseudarthrosis. Screws were removed and replaced by another screws (from another manufacturer). No information about reference / lot or date of initial surgery.